Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action(s) is/are required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Cmp-(B)(4). Medical product - tm reverse humeral stem sz 12 lg 130, cat#: 00-4349-012-13 lot#: 62968308. Customer has indicated that the product will not be returned [as location is unknown] to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated report: 0001822565 - 2017 - 03059.

Event description:
It was reported that the patient underwent a left shoulder arthroplasty revision due to subluxation approximately 4 months post-implantation. The humeral bearing was removed and replaced with a +6mm liner. Attempts have been made and additional information on the reported event is unavailable at this time.